Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified: broken shell and others, red particles in the shell, underweight and missing a piece of shell (0-25%). A microscopic analysis was performed which identified: broken striated on the anterior. Based on the device analysis the final assessment is: a striated broken due to surgical damage consist in the use of some surgical tool.

Event description:
Physician reported "lost of breast consistency and shape with intermittent pain, due to rupture of the implant" on the right side. The device has been explanted.

Manufacturer narrative:
Information contained in this record was previously submitted thru [psr] on 22/apr/2019. This report is late due to the exemption transition period. A review of the device history record has been completed. No deviations or non-conformance's noted. The reason for reoperation was rupture. This is a known potential adverse event addressed in the product labeling.

Event description:
Physician reported "lost of breast consistency and shape with intermittent pain, due to rupture of the implant" on the right side. The device has been explanted.